Manufacturer narrative:
H3- device evaluation: the lens was returned in liquid in a microcentrifuge vial. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -6.0/1.0/039 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a same length lens. This exchange resolved the problem. The reporter stated "due to the special anatomical structure of the ciliary sulcus of this patient, the surgeon decided to change the lens position for better vault. The original lens is:-6/+1/039, the exchange lens is:-6/+1/135, the axis of lens is different." Cause was reporter to be unknown.